Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with missing end cap sticker.

Event description:
It was reported that the customer had unexplained low blood glucose and a seizure. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 11 mg/dl. Caller stated that the customer had high blood glucose of 512 mg/dl, he changed the infusion set, took a bolus and three hours later, he was having a seizure because of low blood glucose. Caller stated that she downloaded customer's information and it shows that the insulin pump was rewind 8 times before the seizure. Nothing further was reported.